Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the suspect multi-function cable was returned. Testing of the cable was unable to duplicate the reported malfunction. Zoll received information indicating the replacement of the multi-function cable corrected the reported malfunction.

Event description:
Complainant alleged that during biomed testing, the device did not recognize the attached paddles set. Complainant indicated that there was no patient involvement in the reported malfunction.